Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella cp device for mechanical circulatory support. It was reported that during implantation there was a failed delivery due to a calcified common iliac artery. The patient's blood pressure and heart rate dropped. The impella was removed and flushed. Decision was made to proceed with balloon aortic valvuloplasty (bav). Patient began to arrest while balloon was being positioned. Cardiopulmonary resuscitation in progress and the bav was performed. The impella was then able to be implanted in the left ventricle. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, information provided was sufficient to determine a root cause. The root cause of the delivery issues was due to patient condition. This report is being filed as part of a retrospective review of historical records.